Manufacturer narrative:
Age at time of event: 18 years and above. (B)(4).

Event description:
It was reported that catheter shaft broke. A direxion hi-flo was selected for use. During a prostate embolization, when the device was being inserted into the guide catheter, the shaft broke off. The procedure was completed using another catheter. No patient complications reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft was microscopically examined. The inspection revealed that the nickel shaft has a break 42cm from the strain relief. Due to the appearance of the separated ends, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter shaft broke. A direxion hi-flo was selected for use. During a prostate embolization, when the device was being inserted into the guide catheter, the shaft broke off. The procedure was completed using another catheter. No patient complications reported and patient's status was good.